Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she/he feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer states that she/he feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 178mg/dl (B)(6) 2015 07:46:00 am fasting: yes; 269mg/dl (B)(6) 2015 06:59:00 pm fasting: yes; 160mg/dl (B)(6) 2015 04:58:00 pm fasting: yes; 177mg/dl (B)(6) 2015 09:35:00 pm fasting: yes; 170mg/dl (B)(6) 2015 06:57:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.